Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications.

Event description:
It was reported that following deployment of the gore® viabil biliary endoprosthesis during an ercp procedure, the physician was unable to remove the deployment catheter due to the very tight stricture in the bile duct. The deployment catheter was stuck within the endoprosthesis inside the stricture. The physician was unable to advance a wire beyond the obstruction. Attempts were made to remove the endoprosthesis and the catheter in tandem; however, without any success. A rat-tooth forceps was used to tease out the catheter first and then the endoprosthesis, at which point the endoprosthesis broke into two pieces. The intraduodenal portion of the broken endoprosthesis was removed. With additional pressure applied on the delivery catheter, it was successfully removed. Therapeutic rat-tooth forceps were used to remove the remaining broken portion of the endoprosthesis.